Event description:
Device malfunction: none. Symptoms/ae: microembolic cva. Time of symptoms/ae: during the carotid procedure in 2006. It was reported that during the lica carotid procedure, the pt experienced a small left hemisphere microembolic cva, right arm paresis, right leg weakness. The right arm paresis resolved and the right leg weakness improved on 30 day follow-up. Additional info rec'd indicates at the completion of the stenting procedure, of the event, following groin site closure, the pt developed proximal right arm paresis, headache, dysarthria and some aphasia. CT of the head done that day was normal and showed no intracranial bleed. The next day, the pt showed some improvement and was discharged home on the following day, with near normal proximal arm strength. At this 30 day follow-up visit the pt had minimal residual right leg weakness and right arm hyposthenia. The physician's assessment was stable and resolving minor microembolic cva. No additional info available. Study event.

Manufacturer narrative:
The rx accunet referenced in b5 and d11 is being filed under MFR # 3004742046-2007-00008.